Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to the patient's feelings and/or normal readings. The complaint was classified based on the initial call recording which the medical surveillance specialist listened to. The reporter stated that the alleged product issue occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained a blood glucose result of "over 400mg/dl" while attending school. The reporter stated that the patient manages their diabetes with insulin pump therapy and as a result of the elevated blood glucose result on the subject meter the patient was given additional insulin from an employee at the school. The patient did not require any further treatment and did not experience any symptoms as a result of this alleged product issue. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and when performing a control solution test, the control solution result fell out with the acceptable range for the test strip lot being used. The patient's products were replaced and requested for evaluation. This comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy, however this complaint is being reported because the control solution test performed fell out with the control solution range for this test strip lot. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.